Event description:
The manufacturer was notified on (B)(6) 2016 that a mitroflow valve, size 21 implanted was replaced after 2 years and 5 months with another bioprosthetic valve due to severe bioprosthetic stenosis. The sequence of events as follow: on (B)(6) 2014: for severe aortic stenosis, the patient was implanted with the mitroflow 12a21 valve in question. In the same surgery, the patient also under went the maze procedure for atrial fibrillation and tricuspid annuloplasty for tricuspid regurgitation. Post-implantation after the above aortic valve replacement, a tendency of gradual increase in the pressure gradient was confirmed. The peak pressure gradient values recorded are as below: (B)(6) 2014: 74 mmhg, (B)(6) 2015: 60 mmhg, (B)(6) 2016: 87 mmhg. Mid (B)(6) 2016: the patient started having a mild sore throat. On (B)(6) 2016: the patient had symptoms of feverish feeling and malaise. The body temperature reached 38 degrees centigrade. On (B)(6) 2016: the patient came to the hospital for an emergency visit. Although no severe state was found in the patient's vital signs, the level of blood oxygenation was showing a slight decrease. As bronchitis was suspected, the patient was admitted to the hospital. During the hospitalization from (B)(6) 2016. The peak pressure gradient was measured 111 mmhg on (B)(6) 2016. On (B)(6) 2016: 111 mmhg. The fever was alleviated with ampicillin/sulbactam. With a diagnosis of heart failure, human atrial natriuretic peptide (hanp) was administered. As the right coronary cuspid (rcc) of the mitroflow 12a21 was confirmed to have lost its mobility, a surgery was planned for severe aortic stenosis. On (B)(6) 2016: as planned, the mitroflow 12a21 was replaced with size 19 device from another manufacturer.

Manufacturer narrative:
Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from an inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a21, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As reported in the scientific literature early valve dysfunction are also often related to overt endocarditis, patient¿prosthesis mismatch, and technical error. Early bioprosthetic valve failure includes valve thrombosis as well as excessive pannus formation and accelerated structural valve deterioration. This patient experienced both atrial fibrillation, which is a predisposing factor to thrombus formation, and a respiratory infection (treated with antibiotics), which could have led to a subacute endocarditis. Despite no bacterial bodies were found during the histological analysis, the presence of a subacute infection triggering the onset of valve vegetations and relevant dysfunction cannot be excluded with certainty. In conclusion, it is possible that the patient¿s clinical conditions and risk factors may have contributed to the structural valve deterioration observed on this mitroflow valve.